Event description:
On 11/26/96, the facility nurse contacted a MFR customer svc rep and immediately put the pt on the phone. The pt informed the MFR's customer rep that she "hates" the new needle (the pt and facility are used to using a needle formyl distributed by the MFR), it hurts and bruises her. The pt stated that she hopes the MFR will go back to the old needle. Additionally, the pt stated that she has been dealing with pain from her cancer for 2 yrs and does not need to deal with pain from the new needle.